Event description:
Was told by my certified nursing assistant (can) that my pt's blood pressure (bp) was elevated. When I checked it with blue dinamap machine in patient's room and I got a reading of 225/125 on the left arm. I rechecked the right arm and got 222/97. The patient was very surprised when I told her the findings because she states she has never had high bp. I then gave the hydralazine. I came back to recheck the bp after giving medication and the reading was 201/79. This did not seem correct to me since she has never had high blood pressure and I thought the medication would bring it down more. I then realized that she was moved to a different room since her earlier vital signs were taken. I got the bp machine from her original room and her bp read 157/78.